Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcb, and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B(4).

Event description:
A report received from the USA stated the lower portion of an 840 ventilator display was erratic. There was no report of patient involvement at the time of the event. The date of the event is unknown.